Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal¿ protector (p14) had leakage issues. The following information was provided by the initial reporter: "phaseal protector is leaking".

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, no defect can be observed. It cannot be identified if the protector is properly attached onto the vial nor can any indication of a leak or damage to the product that may result in a leak be verified. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate. As the lot involved in this incident is unknown, a complaint history review cannot be performed, additional retained samples cannot be evaluated and DHR can't be performed. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported bd phaseal¿ protector (p14) had leakage issues. The following information was provided by the initial reporter: "phaseal protector is leaking..."